Manufacturer narrative:
Pt info: unk. Date of event - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -9.5 into the patient's left eye (os) on (B)(6) 2020. The surgeon reports low vault. Reportedly, the lens remains implanted. The cause of the event is reported as unknown: "crystalline lens swelling? Wrong sizing?"